Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump's act, esc and especially the bolus buttons were harder to pressed. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer reported that the insulin pump had took a while to get the connection to a new battery, battery life diminished and rewinds louder than before. The insulin pump will not be returned for analysis.